Event description:
It was reported through the post market clinical follow-up (pmcf) report, that the acculink stent may be related to the adverse patient effects of death, myocardial infarction, access site complications, surgical intervention, transient ischemic attack, stroke, occlusion, re-stenosis, revascularization and re-hospitalization. Details are listed in the attached pmcf, titled post market clinical follow-up evaluation report abbott carotid stent and embolic protection systems. Please see the attached pmcf evaluation report for specific information.

Manufacturer narrative:
Age - average. Date of event ¿ estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number was not provided. The reported patient effects of myocardial infarction, transient ischemic attack, cerebrovascular accident, occlusion, stenosis are listed in the rx acculink carotid stent system instructions for use (IFU) as possible adverse events associated with use of these devices. A conclusive cause for the reported myocardial infarction, tissue damage, transient ischemic attack, cerebrovascular accident, occlusion, stenosis, and the relationship to the product, if any, cannot be determined. The treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The patient deaths and the other adverse events reported in the pmcf are filed under separate medwatch report numbers. Attachment: title ¿post market clinical follow-up evaluation report abbott carotid stent and embolic protection systems¿na